Event description:
It was reported that a peritoneal dialysis (pd) pt developed peritonitis on (B)(6) 2014, due to touch contamination. The pt grew out gram negative leclercia adecarboxylata, and was treated with gentamicin. Repeat cultures were drawn on (B)(6) 2014 and showed no growth.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.